Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported that after 7 days of wear, the customer's adc freestyle libre sensor provided a result of 'lo' (reading less than 2.2 mmol/l) that was lower when compared to the reading of 27.8 mmol/l obtained on adc freestyle freedom lite meter. It was further reported the customer "felt a little weak", and had contact with paramedics who determined his glucose to be "above 32 mmol/l". Customer was transported to a hospital where he was diagnosed with hyperglycemia and treated with apitra (short acting) insulin. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. (Event description) was incorrectly documented with "there was no report of death, serious injury, or mistreatment associated with this event." In the initial report. Has been updated to reflect case details.

Event description:
Customer's wife reported that after 7 days of wear, the customer's adc freestyle libre sensor provided a result of 'lo' (reading less than 2.2 mmol/l) that was lower when compared to the reading of 27.8 mmol/l obtained on adc freestyle freedom lite meter. It was further reported the customer "felt a little weak", and had contact with paramedics who determined his glucose to be "above 32 mmol/l". Customer was transported to a hospital where he was diagnosed with hyperglycemia and treated with apitra (short acting) insulin. There was no report of death or permanent injury associated with the event.